Manufacturer narrative:
Device was explanted and returned for analysis. Upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
A cardiomessenger was given to the patient on (B)(6) 2021. At this time, the battery voltage was 3.11v, and remaining battery capacity 72 percent mode ddd, impedance (bipolar) a: 752 ohms and v:492 ohms, shock impedance: 86 ohms, threshold in biopolar a:af, and v:0.8v/0.4ms, sensing in unipolar a:2.2mv, and v:11.7mv. Pacing in a/v:0 percent/72 percent. No ICD therapies in the period. We received patients home monitoring data 08/08/2021 to tell us the ICD was at eri, and did the regular follow-up on (B)(6) 2021 to check the percentage of battery, and the battery was already 0 percent. The programmer showed the follow-up data was: mode ddd, battery voltage:2.95v, remaining battery capacity:0 percent, impedance (bipolar) a:752 ohms and v:506 ohms, shock impedance:93 ohms, threshold in biopolar a:af,and v:0.8v/0.4ms, sensing in unipolar a:2.2mv, and v:13.5mv. Pacing in a/v:0 percent/57 percent. No ICD therapies in the period, too. The physician will arrange to have a replacement operation.